Event description:
It was reported that the pt experienced problems with recharging their implantable neurostimulator. The pt attempted recharging with a different recharger was able to achieve 8 coupling bars. A repair report received reported no abnormalities of the charger and that the device tested to specs. Add'l info received reported the pt underwent an implantable neurostimulator replacement due to inability to recharge the device. The implantable neurostimulator would couple to the recharger for approx one minute and then the recharger would shut off. The implantable neurostimulator appeared to be less than 1 cm from the skin surface. A loaner recharger exhibited the same issue. The pt recovered from the replacement without sequela.